Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported during infusion that the patient had an epidural, upon inspection the med bag was not properly spiked, and patient may have been receiving air. There was patient involvement and no reported harm.